Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while preforming an IV demonstration, and after retracting the needle, the safety shield failed to protect the needle and the demonstrator was stuck on the palm with the clean needle. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: lot analysis: device/batch history record review: yes. Findings: a total of (B)(4) units were manufactured on nexiva sandy line 1 starting on 24apr2017 and finishing on 28apr2017. No relevant discoveries were found during the review of the DHR. All challenges performed during the manufacturing of the material passed per specification and the various in process samples for machine caused damaged, correct assembly and proper retraction performed throughout the line also passed per specifications. Sap (qn) database review: yes. Reason: subject code was a severity ranking s2 - level b investigation findings: no qns were identified that relate to this defect. Eura review: yes. Reason: MDR investigation findings: eura rm5796 12(k) was reviewed. The defect of a needle stick has been assessed and found acceptable given a low occurrence. This can be caused by a malfunction of the v-clip. Visual analysis observations and testing: received one used 20g bd nexiva single port. The unit consisted of a catheter-adapter extension set, a fully retracted tip shield-gripper-cannula assembly and an empty/open package, there was also a note from the customer visual/microscopic evaluation revealed: observed there was traces of red liquid on the extension tubing, the cannula was fully retracted and no damage was visible to any of the components received as prompted by the eura, observed the v-clip and found that it adequately functioned to prevent the needle into coming back out (as intended). Functional test: the cannula was pushed back into the out position, then advanced the cannula to fully retracted, the cannula successfully retracted and the v-clip performed as intended. Investigation samples(s) meet manufacturing specifications: yes. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. Conclusions: the defects experienced by the customer could not be confirmed. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. Did the evaluation confirm the customer¿s experience with the bd product? No. Based on the evaluation performed on the received unit it was unable to confirm the customer¿s experience with the bd product. Were we able to reproduce the customer's experience with the bd product? No: the defect described in the incident report could not be replicated with the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned unit. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. The occurrence is low and the severity is limited. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.